Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side for recently found ruptured, recall. ¿I have in my left arm issues to the point to where I can¿t use it. I¿m scared its cancer.¿ device remains implanted.